Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint paravalvular leak and central regurgitation was unable to be confirmed due to unavailability of medical record/applicable imagery. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. Additionally, no IFU/training manual inadequacies were identified. It should be noted that the thv was implanted in mitral position within a pre-existing annuloplasty ring, which is not an indicated use of the sapien 3 thv with a commander delivery system. Therefore, this was off-label operation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported ''during routine clinical follow-up, it was found the patient anemic and symptomatic/ breathless. CT and toe was repeated confirming mild pvl (slit-like orifice) with mild transvalvular mr (due to oversizing of valve) and turbulent flow in lvot through thv stent frame.'' . Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. In this case, it was reported that the valve was implanted in an edwards physio ii ring, which is a non-circular and open annuloplasty ring. Since the shape of the ring is non-circular and open, it may prevent the thv from full circular expansion, which could have caused improper sealing between the circular thv and target site. As such, available information suggests that procedural factors (off-label operation) may have contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis. As reported, ''the sapien 3 valve implant procedure was performed with good technical result, following inflation with +10cc additional volume''. In this case, it was possible over-expanded valve with additional inflation volume resulting in mild central regurgitation. As such, available information suggests that procedural factors (over expanded valve) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and added h6-clinical code. Through follow-up it was learned that the patient's bowel ischemia was not caused by an edwards device. The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in united kingdom. As reported, this was a case of an implant of a 29mm sapien 3 valve within a 36mm edwards annuloplasty ring in the mitral position by transeptal approach. Prior to sapien 3 valve implantation, a lampoon (tip-to-base amvl leaflet splitting procedure) was performed due to risks of left ventricular outflow tract obstruction. The sapien 3 valve implant procedure was performed with good technical result, following inflation with +10cc additional volume. Following deployment, there was mild paravalvular leak (pvl) seen following implant with good haemodynamics of the patient. The patient was discharged after 24-48hrs as planned. During routine clinical follow-up, it was found the patient was anemic and symptomatic with breathless. CT and toe was repeated confirming mild pvl (slit-like orifice) with mild transvalvular mr (due to oversizing of valve) and turbulent flow in lvot through thv stent frame. It is thought that the patient is haemolysing likely due to pvl and is now admitted to hospital. Finally, the patient underwent a pvl closure using an amplatzer avp 4 vascular plugs and also ballooning the existing valve. A satisfactory result with reduction in pvl was achieved. Patient outcome was good. Patient suffered a bowel ischemia (cause unclear) causing acidosis, patient transferred to itu.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
Supplemental report submitted to include additional information received through review of the medical article, "kissing balloon dilatation of a transcatheter mitral valve replacement within an extra-large d-shaped annuloplasty ring", corresponding author sharma h. Et al. Updated b5, b7, and h6. The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in united kingdom. As reported, this was a case of an implant of a 29mm sapien 3 valve within a 36mm edwards annuloplasty ring in the mitral position by transseptal approach. Prior to sapien 3 valve implantation, a lampoon (tip-to-base amvl leaflet splitting procedure) procedure was performed due to risks of lvot obstruction. The sapien 3 valve was implanted with a good technical result followed by inflation with +10cc additional volume and post-dilatation. The valve was deployed in 30/70 distribution to reduce the risk of lvot obstruction and there was mild pvl seen following implant with good haemodynamics of the patient and the patient was discharged after 24-48hrs as planned. During routine clinical follow-up, it was found the patient had hemolytic anemic (hb62 g/dl, bilirubin 86 mmol/l) and symptomatic/ breathless. CT and toe was repeated confirming mild pvl (slit-like orifice) with mild transvalular mr (due to oversizing of valve) and turbulent flow in lvot through thv stent frame. It is thought that the patient was haemolysing likely due to pvl and is now admitted to hospital. Finally, the patient underwent a pvl closure using an amplatzer avp 4 vascular plugs and also ballooning the existing valve. A satisfactory result with reduction in pvl was achieved. Patient outcome was good. Patient experienced a bowel ischemia (cause unclear but not caused by an edwards device device) causing acidosis, patient was transferred to itu.